Event description:
The customer reported this right atrial lead remains implanted, but is suspected to have a fracture; the pt is scheduled for routine monitoring/follow-up with physician. The device remains actively implanted for approx 2 years, 3 months.

Manufacturer narrative:
The clinical allegation cannot be confirmed, as the lead remains implanted. No allegation our lead failed to meet its performance specifications or caused or contributed to the reported event. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.